Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging an unknown issue with an unknown onetouch meter. The complaint was classified based on customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to contact the patient, despite numerous attempts, to obtain additional information. The patient reported that the alleged product issue began at 6pm on (B)(6) 2015. It is not known what type of medication, if any, the patient takes in order to help manage their diabetes, nor whether they made any changes to their normal diabetes management routine as a result of the alleged product issue. During the initial call with the cca the patient reported developing the symptoms, but it is not known what specific symptoms were experienced, nor when they occurred in relation to the alleged product issue. The patient also stated that they required treatment from a healthcare professional (hcp) in the emergency room (e.r). Again, though, it is not known what type of treatment was received, nor what time the treatment was received in relation to the alleged product issue. The patient also stated that they obtained a blood glucose result on an unknown e.r meter, but was unable to provide the result which was obtained on this device. At the time of troubleshooting, the cca was unable to resolve the issue. The patient¿s products were requested back for evaluation. This complaint is being reported because the patient allegedly experienced an issue with the subject meter which led to them requiring treatment from a hcp in the e.r for symptoms which may have potentially been attributed to an acute complication of diabetes.